Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis. The operative report was also provided. The device history record (DHR) review was completed on 08/24/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 30 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.